Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported via regulatory agency right side capsular contracture, baker grade iii and "the breast is hard and deformed but no pain". The color of the prosthesis was found to be modified, discovered during surgery. The device has been explanted.